Manufacturer narrative:
Follow-up # 1 (05/09/2011)-device evaluation: the lay user/patient's meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on (B)(6) 2011 at 7:00pm (before dinner) she obtained an alleged high blood glucose reading of "394 mg/dl" with the subject meter. The patient stated her blood glucose is generally in the "100 to 150 mg/dl" range. In response to the reading, the patient claimed she took a correctional bolus (amount of humalog insulin unknown). Approximately 30 or 40 minutes later, the patient claimed she began to feel shaky, hot and disoriented. At the onset of the symptoms she tested with the subject meter and obtained a result of either "32 or 35 mg/dl". The patient reported that her husband administered glucose gel and she felt better afterwards. At the time of troubleshooting, the csr walked the patient through a control solution test and noted that the result fell within the specified control range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.